Manufacturer narrative:
The company rep examined the system and confirmed the problem reported. The safety filter and cable were replaced. The system was then tested and met all product specifications. A root cause has not been identified. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when add'l reportable info become available. (B)(4).

Event description:
A nurse reported that during a vitrectomy surgery the laser filter did not engage when the doctor attempted to fire the laser. Once the pedal was depressed, the surgeon rec'd flashback from the laser. The nurse stated there was no harm to the surgeon and there was no pt impact. Multiple attempts were made to retrieve add'l info but none has been rec'd to date.